Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted from clinic on (B)(6) 2014 with labs consistent with hemolysis and concerning for vad thrombosis. The pt was started on the therapeutic heparin and serial lactate dehydrogenase levels were monitored. Several days into his hospital stay, he developed spontaneous retroperitoneal bleed requiring embolization. After a prolonged and complicated hospital course with multiple recurrent retroperitoneal bleeds, renal failure, cva and persistent presumed vad thrombosis that was not treatable due to active bleeding and with no therapeutic options available, the pt and his family progressively moved to less aggressive therapy and eventually to comfort care. Support was electively terminated after the pt became unresponsive on (B)(6) 2014. Death occurred immediately.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of hemolysis and suspected thrombus could not be confirmed and no device-related issues were discovered during the evaluation of the returned lvad pump. The device was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit(outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump's outlet port. The sealed outflow graft bend relief collar was securely sutured in place around the outflow graft nut. The texture of the tissue adhered to the exterior of the pump suggests that the explanted pump was treated with a fixative agent (e.g. Formalin) before being returned to the manufacturer for evaluation. Analysis of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump's blood-contacting surfaces upon disassembly of the returned pump revealed no evidence of depositions or thrombus formations. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.